Manufacturer narrative:
Findings: reliability analysis inspected 5 opened/used enlite sensors and performed visual inspection and found 1 of 5 sensors with cannula broken and missing broken part. Four remaining sensors performed bicarbonate buffer test per (B)(4). All of 4 failed per specification 2 of 4 failed due to no isig readings detected. Checked lab transmitter for proper use and operation using tool t7706 and transmitter passed per spec. 3rd sensors failed with high readings 4th sensors failed with low readings.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that sensor last only for 3 days.